Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Approximately 22 months post the index procedure, the patient suffered a heart attack and expired. The investigator has indicated that the event was not related to the study device, procedure or paclitaxel.